Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in smithfield london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. On device power up the pumps etc. All run properly, but when the compressor kicks in the rcd (residual current device protection) operates and there is a audible hissing coming from the fill port of the heater cooler indicating a gas leak. Most likely the unit will be scrapped locally by the customer, since repair is too much expensive. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the breaker of the specific socket where the heater- cooler system 3t device was plugged in tripped and the compressor made a loud noise. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported. The reported event is a known issue. Based on finding, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit thus damaging the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about 3 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.